Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated that they were able to clear the alarm and rewind the insulin pump. The customer also stated that their insulin pump is auto suspended insulin delivery. Troubleshooting was successfully performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation. Customer returned pump for an alleged pump error 15 alarm found on 02/05/2022. Pump passed the displacement test and self test. No pump error 15 alarms noted during testing, however, pump error 15 alarm (file #: 0, line #: 1935) confirmed in the history file on 02/25/2022 at 04:58:05 due to a software error. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, faded serial number label, cracked keypad overlay, and scratched case. Pump error 15 alarm confirmed due to a software error.